Event description:
It was reported while using the bd phoenix¿ nid a discrepant result was received for a patient isolate (420074658576) involving the organism salmonella paratyphi a. The isolate was determined to be typhimurium, serogroup b by whole genome sequencing. The user is unaware if the patient treatment was affected or if there were any adverse events as result.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a discrepant result was received for a patient isolate (420074658576) involving the organism salmonella paratyphi a. The isolate was determined to be typhimurium, serogroup b by whole genome sequencing. The user is unaware if the patient treatment was affected or if there were any adverse events as result.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of salmonella paratyphi a when using phoenix panel nid (catalog number 448007) batch number 3321866. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show identifications of s. Enterica when using the complaint batch. To investigate, retention panels of the complaint batch were tested using in house isolates salmonella spp. Enf 10202 and salmonella spp. Enf 10203 on a phoenix m50 machine and evaluated for identification results. Then, control panels from the same material but different batch were tested using in house isolates salmonella spp. Enf 10202 and salmonella spp. Enf 10203 on a phoenix m50 machine and evaluated for identification results. All panels tested returned salmonella identification results. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed five additional complaints on batch 3321866, related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.